Manufacturer narrative:
The pump passed the full functional tests, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement was within specifications. All buttons functioned properly. No damage was noted on the keypad assembly. The connector was inspected and properly connected. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error 25 alarm was noted during testing. The pump error 25 alarm, power loss alarm and low battery alarm was noted in the download formatted history file due to intermittent non-sleep anomaly software error. The pump was received with a cracked keypad overlay at the select button, a fading serial number label, a scratched case and a keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that three days ago the insulin pump alarmed pump error. The customer replaced the insulin pump's battery but it did not respond. The customer tried several batteries but the insulin pump did not respond at all. Customer's blood glucose level was 22 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.